Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure the bifurcate was inaccurately delivered lower then intended, resulting in a proximal type I endoleak. The physician implanted an endurant ii cuff resolving the event. The physician stated that the cause of the event was due to the patient's anatomy. No additional clinical sequelae were reported and the patient is fine.